Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue; piston rod not retracting. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-mar-2018 with the following findings: a review of the black box showed a call service 064 alarm with deliveries not resumed. The investigation duplicated a call service 064 motor error when the rewind was selected. The pump was opened to find an internal motor defect. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.